Event description:
The customer reported the dial of the evis lucera elite colonovideoscope was stiff. The issue occurred during maintenance. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that white crystal contamination was identified within the air channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation found the following: the distal end cap was damaged, the light transmission failed due to broken fibers, the distal end adhesive was worn, the colored ring of the aspiration and air/water housing of the control body were worn, the switch had a hole, there were marks on the image, the scope connector had water ingress, angulation had play and was out of specification, the air channel volume was out of specification due to blockage, the automated air leak test failed, and the electrical safety test failed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that white crystal-like foreign matter clogged the water channel. The foreign material is likely simethicone. Due to the leak, proper reprocessing may not have been possible and the foreign matter may not have been removed. The event can be detected/prevented by following the instructions for use which state: 1) "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." 2) "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.